Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 794888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. The patient denies any suicidal or homicidal ideation. Previously administered products included for an unreported indication: depo-prover. Concurrent conditions included insomnia since 1990, pneumonia since (B)(6) 2015, mental status changes since (B)(6) 2015, fibromyalgia, deep vein thrombosis, depression, respiratory failure, metabolic encephalopathy, vaginal bleeding, nipple discharge, uterine fibroids, morbid obesity and adenomyosis. Concomitant products included citalopram and clonazepam. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower right quadrant pain/lower abdominal pain") and groin pain ("groin pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), abdominal distension ("bloating"), headache ("migraines / headaches"), abdominal pain ("chronic abdomen pain") and fatigue ("severe fatigue"). The patient was treated with surgery (lvah with bilateral salpingectomy,oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, abdominal distension, vaginal haemorrhage and abdominal pain lower outcome was unknown and the headache, groin pain, abdominal pain and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2016: appropriate position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, groin pain, pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal), abdominal pain lower, abdominal pain, groin pain, fatigue were added. Lot number received. On 2-apr-2018: medical records received. Patient's medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure (batch no. 794888 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. The patient denies any suicidal or homicidal ideation. Previously administered products included for an unreported indication: depo-prover. Concurrent conditions included insomnia since 1990, pneumonia since (B)(6) 2015, mental status changes since (B)(6) 2015, fibromyalgia, deep vein thrombosis, depression, respiratory failure, metabolic encephalopathy, vaginal bleeding, nipple discharge, uterine fibroids, morbid obesity, adenomyosis, arthritis, insomnia, depression, deep vein thrombosis, fibromyalgia, anxiety, mental status changes, metabolic encephalopathy and respiratory failure. Concomitant products included citalopram, clonazepam, cyclobenzaprine, furosemide (lasix), milnacipran, pregabalin (lyrica), salbutamol (albuterol), seretide (advair), sumatriptan (imitrex), temazepam, tizanidine, topiramate, vaccinium macrocarpon (cranberry) and warfarin. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("lower right quadrant pain/lower abdominal pain") and groin pain ("groin pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("chronic abdomen pain") and fatigue ("severe fatigue"). The patient was treated with surgery (lvah with bilateral salpingectomy,oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, abdominal distension, vaginal haemorrhage and abdominal pain lower outcome was unknown and the headache, groin pain, abdominal pain and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion x-ray - on (B)(6) 2016: appropiate position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, groin pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 794888- not valid, 794366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and irritable bowel syndrome. The patient denies any suicidal or homicidal ideation. Previously administered products included for an unreported indication: depo-prover. Concurrent conditions included pneumonia since (B)(6) 2015, mental status changes since september 2015, insomnia since 1990, fibromyalgia, deep vein thrombosis, depression, respiratory failure, metabolic encephalopathy, vaginal bleeding, nipple discharge, uterine fibroids, morbid obesity, adenomyosis, arthritis, insomnia, depression, deep vein thrombosis, fibromyalgia, anxiety, mental status changes, metabolic encephalopathy and respiratory failure. Concomitant products included citalopram, clonazepam, cyclobenzaprine, fluticasone propionate;salmeterol xinafoate (advair), furosemide (lasix), milnacipran, pregabalin (lyrica), salbutamol (albuterol), sumatriptan (imitrex), temazepam, tizanidine, topiramate, vaccinium spp. (Cranberry) and warfarin. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower right quadrant pain/lower abdominal pain") and groin pain ("groin pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("chronic abdomen pain") and fatigue ("severe fatigue"). The patient was treated with surgery (lavh with bilateral salpingectomy,oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, abdominal distension, vaginal haemorrhage and abdominal pain lower outcome was unknown and the headache, groin pain, abdominal pain and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2016: results: appropriate position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, groin pain, pelvic pain. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received- lot number, reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure (batch no. 794888,794366-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and irritable bowel syndrome. The patient denies any suicidal or homicidal ideation. Previously administered products included for an unreported indication: depo-prover. Concurrent conditions included pneumonia since (B)(6) 2015, mental status changes since (B)(6) 2015, insomnia since 1990, fibromyalgia, deep vein thrombosis, depression, respiratory failure, metabolic encephalopathy, vaginal bleeding, nipple discharge, uterine fibroids, morbid obesity, adenomyosis, arthritis, insomnia, depression, deep vein thrombosis, fibromyalgia, anxiety, mental status changes, metabolic encephalopathy and respiratory failure. Concomitant products included citalopram, clonazepam, cyclobenzaprine, fluticasone propionate;salmeterol xinafoate (advair), furosemide (lasix), milnacipran, pregabalin (lyrica), salbutamol (albuterol), sumatriptan (imitrex), temazepam, tizanidine, topiramate, vaccinium spp. (Cranberry) and warfarin. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced menorrhagia ("heavy periods/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 2 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain lower ("lower right quadrant pain/lower abdominal pain") and groin pain ("groin pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("chronic abdomen pain") and fatigue ("severe fatigue"). The patient was treated with surgery (lavh with bilateral salpingectomy,oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, abdominal distension, vaginal haemorrhage and abdominal pain lower outcome was unknown and the headache, groin pain, abdominal pain and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, fatigue, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2016: results: appropriate position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, groin pain, pelvic pain. Lot #s 794888 and 794366 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("heavy periods") and abdominal distension ("bloating"). The patient underwent a surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, menorrhagia, migraine and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report